Event description:
It was reported that the patient has expired after implant duration of approximately 0.3 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Evaluation summary: heavy dense layer of host tissue overgrowth covered most of cusp area, and the parts of the free margins of leaflet 1 and 2 at the outflow aspect. It encroached onto the tissue outflow and into the orifice at the greatest distance of approximately 9mm. Host tissue pushed leaflet 1 to an open like position; it curled and fused its free margin towards the outflow aspect; leading to a large gap at coaptation region. Similarly, host tissue overgrowth curled part of the free margin of leaflet 2 as well. Also at the outflow aspect, host tissue overgrowth fused the free margins leaflet 1 and leaflet 3 at commissure 1 by approximately 3mm. Host tissue is minimal at the inflow aspect. It encroached onto the tissue and into the orifice by approximately 3mm. Host tissue overgrowth is minimal to moderate at the stent inflow and the stent outflow. Host tissue overgrowth restricted mobility in the leaflets and led to stenosis. The x-ray demonstrates minimal calcification is detected in the free margin of leaflet 1 and 3. X-ray.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.

Event description:
It was reported by a dr. That a 6900p, 25mm was explanted after a 28 month implant duration, due to deterioration of prosthesis, tee showed mitral insufficiency. The patient was also symptomatic. Clinic manager from dr.¿s office was also contacted for additional information. She is to fax the tee report to our office. The device is in the pathology department at the hospital. Contact pathology dept for device return. Pathology confirmed they have the device, but he will need to check for authorization for release of the device..